Event description:
It has been reported to philips that during a procedure in (B)(6) 2024, the c-arm was being rotated in the oblique direction by the user during a surgery. They stated that the c-arm was more difficult than usual to push. They bent down to use their legs and felt a pull in their right-side flank and into the lower back. The user was advised to take ibuprofen and rest. The user reported that in (B)(6) 2024 they reinjured their back in the same way. They were advised by two different nurse practitioners to rest and use the medications provided along with ice and heat. It was recommended to have the injury further evaluated by a physician. The user is currently unable to work and waiting for physical therapy, an MRI, and x-rays to be approved. Philips has started an investigation of this complaint.